Event description:
Per the clinic, the device could not be successfully placed into the cochlea as the surgeon was unable to find an area to place it. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to reposition the device. However, the procedure was unsuccessful. The implanted device remains.